Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. The first seal remained inside the loading device. Upon depressing the green buttons on the second and third devices, the seals did not align properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history review could not be performed as the product lot numbers are unknown. (B)(4).